Event description:
It was reported that the patient was not feeling well. During a check intermittent loss of capture and pauses were found. It was also noted that both leads had high impedance due to a fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. It was also noted that blood was found on the conductor but was not obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.